Event description:
It was reported that during implant just as the physician was to close the pocket, diaphragmatic stimulation was noted on the left ventricular (lv) lead. Repositioning was attempted, but two of the lobes of the helix would not retract. Traction was applied and the lead was removed with two of the lobes semi-deployed. A new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, implanted (B)(6) 2014; 407645 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.